Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd, part # 338960, serial # (B)(6). . ¿ problem statement: customer reported a complaint regarding the instrument producing erroneous results. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 28nov2020 to date 28nov2021. ¿ complaint trend: there are 12 complaints related to this issue of erroneous results. Date range from 28nov2020 to date 28nov2021. ¿ manufacturing device history record (DHR) review: DHR part # 338960 serial # (B)(6). File # 338961-338960-v33896101582-900291326-11, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of the erroneous results was due to a blocked pipeline and dirty flowcell. These issues can lead to erroneous results from suboptimal performance from the fluidics and optical systems. The customer had initially reported that the experimental results they gathered during the tests of patient samples were abnormal, but these results were not used for diagnoses and did not affect the treatment of any patients. The fse (field service engineer) that came onsite for the repair confirmed the issue, cleaned the flowcell, and removed the blockage from the pipeline. After the repairs, the instrument was debugged and calibrated before being deemed functioning as expected. No parts were requested for evaluation as there were no parts replaced. Although the instrument was being used for clinical diagnoses, the customer confirmed that they had identified the erroneous results immediately and did not use them in the treatment of any patients. This event also did not delay the treatment of their patients. Proper daily and monthly cleaning and maintenance is essential for keeping the instrument at its optimal performance. This information can be found in the bd facscanto¿ ii flow cytometer instructions for use (IFU) manual, #23-20269-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: 02221648, case # 01518532 install date: 30may2012 defective part number: n/a work order notes: o subject / reported: pi-338960/facscanto ii-experimental results are abnormal o problem description: the facscanto ii experiment results are abnormal. Clinical use. Patient samples are used. The results are not applied. It does not affect the treatment of patients. Sun jishun o work performed: clean the flow chamber, clear the blocked pipeline o cause: the pipeline is blocked and the flow chamber is dirty o solution: after cleaning, debugging and calibration, the instrument runs normally ¿ returned sample evaluation: a return sample was not requested because there were no replaced parts. ¿ risk analysis: risk management file facscanto ii flow cytometer (fluidics) #338960-04ra (version a/revision 1) was reviewed and identified the causes of worn tubing and dirty optics. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no o item: 12. Sample introduction tube o function: 12.1 retain tube until manually removed o potential failure mode: 12.1.1 tube pops off o potential effects of failure: 12.1.1.1 biohazard spill o potential causes/mechanisms of failure: 12.1.1.1.1 tube seated improperly, tube pressure set too high, or old bal seal does not seal adequately o current controls: user observation o recommended actions: 1. Lower pressure when not acquiring. 2. Service provides spare bal seal to customer, and instructions to replace when any pressure loss is observed o responsible party: david vrane o target completion date: 5/1/2006 o actions taken: 1. Refer to canto ii sample load and unload workflow document, in clearcase2. Bd facscanto ii IFU (640773) - chapter 11; bd facscanto ii flow cytometer reference manual (640806) - chapter 4 o sev: 9 o occ: 4 o det: 2 o rpn: 72 o item: 22. Flow cell o function: 22.4 remain optically clean o potential failure mode: 22.4.1 optical clarity degraded o potential effects of failure: 22.4.1.1 signal degradation or loss - misclassification o potential causes/mechanisms of failure: 22.4.1.1.1 residue accumulation on walls or optical gel degradation (discoloration) o current controls: sensitivity test (fails when sensitivity drops too low) o recommended actions: 1. Implement p-trap and lower waste trap, to prevent siphoning of fluids out of flow cell2. Instructions for use: recommend to shut down cytometer nightly, perform fluidics shutdown. Software shall remind user to shutdown before quitting application3. Fse instructions for annual cleaning cuvette o responsible party: 1) ganesh subramanian 2) linda jackson 3) david ramnarine o target completion date: 5/1/2006 o actions taken: 1. Waste trap lowered and p-trap tubing implemented, to prevent siphoning in either direction (canto b change sheet nxb-2028)2. Bd facscanto ii IFU (640773) - chapter 93. Revise service procedures to include recommendation for annual flow cell recoupling and cleaning. Refer chapter 4 in bd facscanto ii service manual (640597) o sev: 8 o occ: 1 o det: 9 o rpn: 72 mitigation(s) sufficient ¿yes ¿no ¿ root cause: based on the investigation results the root cause of the erroneous results was due to a blocked pipeline and dirty flowcell. ¿ conclusion: based on the investigation results the root cause of the erroneous results was due to a blocked pipeline and dirty flowcell. The fse confirmed the problem and was able to clean the flowcell and clear the blockage within the pipeline with no issue. After the repair, the instrument was debugged, calibrated, and was functioning as expected. No treatment or diagnosis was given due to the unexpected results. The safety risk of this hazard has been identified to be within the acceptable level. H3 other text : see h.10

Event description:
It was reported that bd facscanto¿ ii flow cytometer acquired erroneous results on patient samples. The following information was provided by the initial reporter: "experiment results are abnormal clinical use patient samples. The results are not applied does not affect the treatment of patients 1are there erroneous results on patient samples from diagnostic test? Yes 2 was there any delay of treatment due to the issue? No 3 if patient samples were redrawn, was there any change or delay of treatment? No 4 was there any physical harm/injury to the patient due to the issue? No"

Event description:
It was reported that bd facscanto¿ ii flow cytometer acquired erroneous results on patient samples. The following information was provided by the initial reporter: "experiment results are abnormal clinical use use patient samples. The results are not applied does not affect the treatment of patients. Are there erroneous results on patient samples from diagnostic test? Yes. Was there any delay of treatment due to the issue? No. If patient samples were redrawn, was there any change or delay of treatment? No. Was there any physical harm/injury to the patient due to the issue? No."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.